Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a stripped battery cap coin slot, cracked case at the display window corners and a corroded battery tube.

Manufacturer narrative:
Additional information has been received which was not included with the supplemental report. The information has been provided with this report. The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector were inspected; no anomaly was noted. No cloudy or black screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had button issues with their insulin pump, and the display is cloudy with black. It was reported that the buttons are hard to press. The customer's blood glucose level was reported to be 354mg/dl. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.